Event description:
It was reported that this pacemaker detected a gradual rise in right ventricular (rv) lead impedance over the last eight months. No out-of-range values were reported. Technical services (ts) was contacted and recommended an in-clinic assessment of the rv lead. Programming changes were also recommended as there were atrial tachy response (atr) events showing some oversensing of farfield r-wave signals on the right atrial (ra) electrogram (egm). No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker detected a gradual rise in right ventricular (rv) lead impedance over the last eight months. No out-of-range values were reported. Technical services (ts) was contacted and recommended an in-clinic assessment of the rv lead. Programming changes were also recommended as there were atrial tachy response (atr) events showing some oversensing of farfield r-wave signals on the right atrial (ra) electrogram (egm). No adverse patient effects were reported. This system remains in service.